Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic total occlusion (cto) target lesion was located in the very calcified right coronary artery. After a guidewire crossed the lesion, a 3.50x24mm promus premier drug-eluting stent was advanced to treat the lesion. However, when the physician pulled up the stent, it was noted that the stent edges were a little frayed. The device was removed from the patient and pre-dilation was performed using a 3.0x15 apex balloon catheter. Another 3.50x24mm promus premier drug-eluting stent advanced to the lesion with a non-bsc guide extension catheter and the procedure was completed. No patient complications were reported.